Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the screen suddenly became black and the ventilation stopped during use on patient. The ventilator was replaced. No injury was reported.

Manufacturer narrative:
The investigation was based on the reported event information and some reported information regarding the repair performed by a third party. It was reported that during the third party repair the power supply was replaced and a high level of contamination like dust could be found in the device which in combination with a high humidity during the typhoon resulted in the issue. Furthermore, the device has reportedly been in use for a long time without a regular service being performed. Since the device was not maintained by dräger service, no information is available regarding the condition of the device and whether maintenance measures according to IFU and service documentation were carried out. As the log file and the power supply were not available for analysis, the event could not be confirmed and the detailed root cause could not be determined. In case of a power supply failure, the device will switch off, generate an audible alarm and open the emergency-breathing valve to allow for spontaneous breathing. The required environmental values for temperature, humidity and pressure are included in the instructions for use and must be observed. The unit must be serviced semi-annually according to IFU. During the service, several dust filters must be cleaned or replaced. In the event of heavy contamination in the device, it must be cleaned by a specialist.

Event description:
Please refer to the initial-report.